Manufacturer narrative:
The purpose of this investigation was to examine the as-received component. The returned synergy porous stem was examined visually. No destructive testing was carried out. The stem has traces of bone ongrowth in the porous region.

Event description:
It was reported that revision surgery was performed due to subsidence. .